Event description:
The customer reported the interference and corrosion and disinfectant in the connector during set up involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation the customer allegation was confirmed there was no image. It is likely the following led to the malfunction: some kind of stress problem, inappropriate material and degradation problem resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device